Manufacturer narrative:
.

Event description:
A programming wand was returned to the manufacturer due to suspected issue with a usb cable for tablet connected to it. Confirmation received from the nurse that the usb cable has been sent in error and no malfunction is suspected. Analysis was performed by the manufacturer, a serial adapter cable issue was identified. The cause for the cable issue is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.